Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation: external insulation abrasion was noted at 13.8-14.1cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at the same location.

Event description:
This report is to advise of an event observed during analysis.